Manufacturer narrative:
Initial 1 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It is reported that the patient faced infusion set issue with four infusion sets, two infusion set event on (B)(6) 2026 and other two infusion set event on (B)(6) 2026. The patient reported that the spring detached from outer ring of inserter prior to insertion during cocking the spring. The patient replaced infusion set and resumed insulin deliveries successfully.